Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height matrix drawer 4 jammed at upper fascia panel during closure due to sagging mini 18 drawer in position 3. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) inspected the station and found that full height (fh) matrix drawer 4 was binding at the upper fascia panel during closure due to a sagging mini 18 drawer in position 3. An adjustment of the front drawer slide rails was attempted, resulting in only marginal improvement. After consulting with esther, it was determined that the best course of action was to reposition the mini drawer to position 2 and swap the half height (hh) cubie drawer to position 3. All drawers were tested, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.